Manufacturer narrative:
Initial.

Event description:
It was reported that a user received a pairing failed alert with a freestyle libre 3 plus sensor after a sensor change; guided troubleshooting of cgm settings resolved the alert and glucose data was expected after warm-up, consistent with an intermittent communication failure involving the electrical and magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication, consistent with an antenna-related issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.